Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6).

Event description:
Customer allegedly received the following results, with two different meters in the ICU and the lab, within 10 minutes: 4.1 mmol/l on performa meter (system 1), and 1.63 mmol/l in the lab. Customer later received a reading of 4.1 mmol/l on performa meter (system 2); timeframe was unknown for the second meter. Different vials of strips with the same lot number were used with each meter. Customer was treated with intravenous injection of high glucose; condition changed for the better. Test strips are no longer available. Meters will be returned.